Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was visited to emergency room and admitted into hospital due to hyperglycemia, diabetic ketoacidosis, vomiting, nausea, dizziness and tingling throughout entire body, on (B)(6) 2019 with blood glucose level more than 356 mg/dl at the time of incident and treating with insulin drip at hospital. Customer reports they feel okay to troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they have contacted their health care professional regarding the high blood glucose. Customer did not allege insulin pump was under delivering. Customer stated that the auto mode feature was active. Customer stated that they ate cookies before going bed without dosing for it, had receiving alerts about having high blood sugar alerts and they was unable to attend to it so they exited auto mode. Customer stated that they were unable to correct the high blood glucose until they woke up, customer delivered insulin to correct blood glucose 450 mg/dl to 350 mg/dl. Customer stated that the insulin pump was not yet connected to their body, their blood glucose level was 277 mg/dl and they did not had enough baseline. Customer stated that they could disconnect the insulin because they went to blood glucose level 140 mg/dl but customer was not given enough baseline. The devices will not be returned for analysis.